Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were about to change the insulin pump¿s battery when insulin started squirting out and they received a compromised force sensor system alarm. The customer¿s current blood glucose level was unknown. The customer was stuck in the rewind and prime screen. The customer stated the insulin pump would start pushing insulin out. The alarm did not occur during the rewind and prime sequence. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.